Event description:
It was reported that prior to use, when the device was connected to a non-(B)(6) product, it did not conduct electrical power. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).